Event description:
Leaking port-a-cath. Erythema and induration over left subclavian port-a-cath and lateral to it, tender to touch. After removal, the catheter was fluxed externally and there was a small pinhole in about the mid portion of the catheter. Redness and induration consistent with possible extravasation and/or infection.